Manufacturer narrative:
Reason for reoperation: delamination.

Event description:
Healthcare professional, later reported, delamination. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/delamination: observed delamination total in the valve assessed as adhesive failure. Wrinkling: not observed. Additional observations: observed white and yellow particles inner the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "leak, rippling really bad, different size than other side". This record is for the right side. Healthcare professional later reported delamination. The device has been explanted.

Event description:
Patient reported "leak, rippling really bad, different size than other side". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.